Manufacturer narrative:
A review of lot file a318 was performed. There were no nonconformances or alarms associated with this event type reported. This lot met all release requirements. A review of complaints received for lot # b318 was performed. There was (B)(4) other complaint reported for pressure dome leaks for this lot at the time of the investigation. No trends were detected. Service order # (B)(4) feedback: field engineer (fe) check the values for the pressure sensors in diagnostics and all three were in spec. Because of the amount of blood on the centrifuge pressure sensor, fe replaced the sensor. Fe calibrated pumps, load cells, checked all clamps and bowl optic sensor. Performed system checkout. All passed. Repairs have returned this instrument to expected operation. This assessment is based on the info available at the time of the investigation. The return was received for inspection. The diaphragm in the pressure dome was unseated, but no other signs of physical damage were found. Dried blood was found around the bottom of the pressure dome, confirming a leak. The pressure dome was fitted onto a pressure sensor, confirming a good fit. A pressure test was conducted to check for leaks. No leaks were found. It is likely that the pressure dome was not installed properly on the system pressure sensor by the customer or that the green shipping cap was misassembled to the pressure dome resulting in the membrane being pressurized during the sterilization process and becoming unseated. The installation of the green caps is under study and (B)(4) was approved on (B)(4) 2013 to improve the cap installation process and instructions. No further investigation or corrective action will be taken. Complaints of this nature monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4). Refer to CAPA# (B)(4).

Event description:
The customer reported a pressure dome leak. Name of complainant: same as reporter. Customer stated a blood leak occurred at the system pressure dome, and appeared to be from the pressure dome membrane, so the treatment was aborted and the blood in the kit at that time was not returned to the pt. Service order # (B)(4) was dispatched for the inspection of the instrument. The customer returned the pressure dome and smart card for investigation.